Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported high energy levels during lasik treatment. Upon additional follow up it was reported the treatment was able to be completed and there was no harm to the patient involved.

Manufacturer narrative:
The root cause cannot be determined conclusively. (B)(4).